Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited intermittent capture, which resulted in non-sustained rv oversensing alerts. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
The reported event of intermittent capture could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. No additional patient consequences were reported.